Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2007. Four minutes into the procedure, the pressure dropped and the controller stopped. A laparoscopy was performed and the uterus was found to be ruptured. A hysterectomy was performed. The pt's condition immediately after the event was stable.

Manufacturer narrative:
Date sent to the FDA: 01/04/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.